Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
Consumer states that she has owned the unit for about 8 years and the unit has been passed around the family and the leg tips are worn.